Manufacturer narrative:
Concomitant medical products: three peg patella 35mm (cat# 200-02-35 / serial#: (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the patient had a primary tka on (B)(6) 2013. The patient presented to surgeon's office with complaints of pain, swelling, and stiffness in their right knee. The patient had previously been seen and treated for a popliteal cyst and/or baker's cyst within the knee. The patient has had the cyst aspirated/decompressed in the office previously. The patient still presented with their original complaints after treatment of the cyst. An examination was done and x-rays were performed and reviewed. The original poly implant was searched in the recall database and returned as an affected poly in the recall. The patient was scheduled for a right knee revision possible poly swap. The revision surgery was performed on (B)(6) 2022. The surgeon opened the knee joint, performed a synovectomy, and removed scar tissue. There was minimal inflammation within the tissues around the implants. The surgeon then examined the implants. An osteotome was used to remove the original poly implant. The original implant showed to be worn posteriorly and showed pitting and delamination on the surface. The poly remnants were removed from the knee joint and the knee was irrigated well. Then attention was given to the metal femur and tibia implants, the surgeon used a tamp/ dis-impactor tool to check the metal implants, which showed to still be well fixed. The patella implant did show wear on the surface and so the surgeon revised and resurfaced the patella for this patient. Surgeon used a saw to remove the three peg patella and a small drill bit to remove the pegs. He then took a size 35mm round patella guide and drilled for a new 35mm round 3 peg patella. The surgeon used ps trials and trialed a 13mm poly. He felt the knee was stable and requested that implant. The trial was removed the knee was irrigated. The cement was mixed. The new 13mm ps poly real implant was inserted and then the new 35mm round 3 peg patella was cemented to the patella bone. The surgeon injected the knee with a pain-relieving joint injection and then closed up the knee with sutures. The patient left the operating room (or) stable. Photos/x-rays received. The devices are available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of malalignment between the femoral and tibial components, instability, third body wear, patient-related conditions, or any combination of these possibilities after being implanted for almost 10 years, which led to wear of the polyethylene components. However, allegations against the patella component cannot be confirmed as the device was not returned for evaluation. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.